Event description:
The reporter stated the surgeon attempted to insert an aq2015a silicone three piece lens, but the haptic didn't look right as the lens was ejecting from the cartridge. There was no pt contact or injury. The reporter stated it was unk if the lens was damaged.

Manufacturer narrative:
(Haptic did not look right).